Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator would not reach the set pressure during performance check.

Manufacturer narrative:
(B)(4). The defective components of the complaint rd900aeu neopuff infant resuscitator are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.